Event description:
It was reported that the patient did not recharge the ipg as recommended. Thus, the ipg became inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.